Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant that the implant site was non-healing, the patient was rejecting the device, and erosion and infection were indicated. The device was removed. No further patient complications have been reported as a result of this event.